Event description:
Patient was revised to address high metal ion counts. Osteolysis was also reported. Update rec'd 3/9/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, and discomfort. A doi has been provided. There is no new additional information that would affect the investigation. Update 4/22/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated adverse tissue reaction and corrosion on the trunnion. No osteolysis was noted as previous stated. No labs were provided for the alleged high metal ions. The stem is being added to the complaint and part/lot is being updated to the liner and head. The complaint was updated on:5/14/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
UDI: b)(4).

Event description:
Ppf alleges metal wear and metallosis.